Event description:
It was reported by the facility that during an unknown procedure, a malfunction of product plee60a occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # 540a30. Additional information was requested, and the following was obtained: I was the surgeon involved with the procedure and operating the device during the issue. I have used this type of stapler for over 10 years and have been satisfied with prior performance. My "guess" would be the battery was old or discharged. I have gotten over 6 fires with the stapler in the past with one battery. There was mention that perhaps the pedicle was too thick but that was not my clinical impression. I have had this happen before but not had a situation where I could not reverse the device. The event occurred during a radical open cystectomy during stapling of the right lateral bladder pedicle. It worked well during the stapling of the left pedicle beforehand. Could you please give more details on this issue: did the device deliver any staples? The device went about 25-30% and stopped. I was unable to reverse the device to remove it. I opened the tab but there was nothing to operate inside. I replaced the tab and the device than reversed on its own. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Only for the length of the application did the device cut? As above. If yes, was the cut line complete? As above. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I did not specifically check but it seemed ok for the part that was incised. Was there any difficulty opening the device? Yes, I had trouble reversing the device to remove it. Refer to above. If yes, how was the device removed from the patient? As above. If yes, did the jaws eventually open? Yes, as above. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. The device opened without any difficulties noted and the knife reverse button worked properly during testing. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.